Event description:
It was reported that a twist occurred. An opti cross hd imaging catheter was advanced for ultrasound examination of the target lesion which was heavily calcified and located in the left anterior descending artery (lad). During the procedure, the imaging catheter became wrapped around the guidewire which pulled the wire back. The device was removed from the patient and the procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked. Regarding the observed kink in the imaging window, this can occur in the procedure during the advancement maneuvers, since in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction, are not parallel to each other, the imaging window could bend and consequently collapse into a kink.

Event description:
It was reported that a twist occurred. An opticross hd imaging catheter was advanced for ultrasound examination of the target lesion which was heavily calcified and located in the left anterior descending artery (lad). During the procedure, the imaging catheter became wrapped around the guidewire which pulled the wire back. The device was removed from the patient and the procedure was completed using another of the same device. There were no patient complications.